Event description:
Dr (B)(6) implant surgeon of the hosp reported to our sales rep (B)(4) that he was performing a surgery procedure. During disconnecting the probational shaft from the handle it was observed that the probational shaft detached from the handle. There was no delay and a replacement was available. The surgery was successfully completed.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.